Event description:
Additional information received reported the implantable neurostimulator (ins) was replaced due to normal battery depletion. The patient was recovering nicely andhad regained therapeutic benefit. The patient¿s other ins was checked. It was not at end or service and it was still providing benefit.

Event description:
It was reported that there was a loss of therapeutic effect. The patient¿s essential tremor had returned on christmas day prior to the date of this report. The patient had the deep brain stimulator surgery 5 years prior to the date of this report. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v298925, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).